Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. Motor passed motor test. No motor error alarm, no compromised force sensor system alarm and no unexpected no delivery alarm noted. Unit was received cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a compromised force sensor system. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The customer stated that the drive support cap was not protruded,loose, or sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin and to revert to the back-up plan. The insulin pump will be returned for analysis.